Event description:
New information notes that the lead dislodged.

Event description:
It was reported that the atrial lead exhibited loss of sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.